Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, stored high ventricle rate episodes revealed noise on the right ventricular lead. The noise could not be reproduced in clinic with isometrics. All other electrical measurements were stable. The device was reprogrammed. The patient would continue to be monitored.

Event description:
New information on 12/13/2016 notes the right ventricular lead continues to exhibit noise. The device was programmed to v tip on the right ventricular sense configuration and the polarity switch was programmed on. The patient would be monitored with routine follow-up.